Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patients were missing infusions while using an unknown quantity of one links devices. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.